Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient twiddled their device and the lead pulled back and was non-functional. This lead has been successfully removed from service. No adverse patient effects reported from the procedure.